Manufacturer narrative:
A philips remote service engineer (rse) reviewed the information and logs provided. The logs indicated that a red alarm was generated for ventricular tachycardia (vtach) by the bedside monitor and received at the central station and was also delivered/read on a smartphone. The logs also indicate that the alarm only lasted a second and ended due to alarms not being latched. The rse determined that the device was functioning as expected/configured. Based on the results of the analysis, the product was confirmed to be operating per specifications. An explanation of the alarm findings was provided to the customer. Reporter and reporting institution phone # (B)(6).

Event description:
It was reported that there was no audible signal from the central station regarding a ventricular tachycardia (vtach) event. The device was in use on a patient at the time of the event. There was no adverse event reported.